Manufacturer narrative:
E1: (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this electronic medical device report (e-MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-jun-2026 against "lot number" "6013753" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6013753 and the identified failure mode are not associated with any nonconforming reports (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-jun-2026 against "lot number" criteria equal "6013753" and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaint is 1. The complaint number is: (B)(4). Device history record (DHR) review: the lot 6013753 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 10-jun-2025 with a total of (B)(4) units. The sub-assembly of the lot 5f01514 was manufactured according to the wi version 30 and manufactured in quickset line, on 10-jun-2025, with a total of (B)(4) units. The sub-assembly of the lot 5f01515 was manufactured according to the wi version 30 and manufactured in quickset line, on 10-jun-2025, with a total of (B)(4) units. DHR review: the device history record (DHR) was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): all 3 samples tested passed visual inspection. Wi guidance for functional testing for complaints area (version 2): all 3 samples tested passed functional flow test for the reported malfunction code- soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: a sample request was not initiated, as the complaint description provided by the customer explicitly confirms that no product is available for return. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013753 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. Manufacturing records confirmed that the lot was produced in compliance with all applicable requirements, with no deviations or maintenance events reported. A sample request was not required, as the customer indicated that no product was available for return. Consequently, the investigation was performed using reference samples and a review of the associated lot documentation. No failures related to the reported issue were identified during the evaluation. Based on these results, no manufacturing or quality-related nonconformances were detected. The record will be closed and monitored through routine tracking and trending activities. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced issue with bent canula in the infusion set and had high blood glucose event led to hospitalization for greater than twenty-four hours which was treated with manual injection on (B)(6) 2026. The patient was in coma and had fever.